Event description:
Customer reported image rotation is non-functional. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator, climax coupler and lemo connector. System operates as intended. This MDR is related to ge healthcare complaint.